Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neuro condit/prob,"), asthma ("asthma attacks") and tooth loss ("tooth loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy), salping. (Bilateral)(interpreted as salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, dermatitis allergic and hypersensitivity had resolved and the genital haemorrhage, menorrhagia, fatigue, tooth disorder, alopecia, migraine, headache, nervous system disorder, weight increased, asthma and tooth loss outcome was unknown. The reporter considered abdominal pain, alopecia, asthma, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via socila media: new event - tooth loss and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neuro condit/prob,") and asthma ("asthma attacks") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy), salping. (Bilateral)(interpreted as salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, dermatitis allergic and hypersensitivity had resolved and the genital haemorrhage, menorrhagia, fatigue, tooth disorder, alopecia, migraine, headache, nervous system disorder, weight increased and asthma outcome was unknown. The reporter considered abdominal pain, alopecia, asthma, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received:case became incident. Event injury nos deleted and events 'dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general abnormal bleeding, menorrhagia, rash/skin condition, hypersensitivity, fatigue, dental probs., hair loss, migraines, headaches, neuro condit/prob, weight gain, asthma attacks' added. Product start date added. Patient date of birth added. Outcome of events pain,allergy added as recovered. Reporter added. Lab data added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.